Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator entered back up ventilation (buv). The biomedical engineer later reported that the device failed est (extended self test). The device was available for evaluation. The medtronic service engineer (se) inspected the device and confirmed the reported issue of unit entering buv and also found the unit failed leak test during est from the ventilator diagnostic logs. The ventilator passed all testing per manufacturing specifications at time of service and was returned to customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator entered back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury. The biomedical engineer later reported that the device failed est (extended self test).